Event description:
As reported by legal team, patient is schedule to have revision for an unknow reason. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
(H3 )as reported by legal team, this 48 y/o male patient had a left ankle revision for an unknown reason. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.